Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had developed a hematoma that needed a pocket evacuation. During the procedure, the right ventricular (rv) lead was noted to be pulled back. The following day when the physician went back in to reposition the lead, the helix would not retract. The lead was explanted and replaced. Approximately 2.5 weeks later, the patient developed a large hematoma and possible infection. The system was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.